Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an unknown side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: two openings on posterior side assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported an unknown side capsular contracture baker grade unknown. Healthcare professional additionally reported right side "patient has stiff breast and a lot of pain, grade 4 capsular contracture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was capsular contracture, baker grade IV.

Event description:
Healthcare professional additionally reported right side "patient has stiff breast and a lot of pain, grade 4 capsular contracture." Device has been explanted.